Event description:
The patient reported having pain when wearing their hearing device around their neck. The pain went away after the patient moved the device approximately twelve inches away from the pacemaker. Electro-magnetic interference was suspected. The pacemaker remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.